Manufacturer narrative:
This issue was previously reported under MDR number 3005094123-2023-00285-01 under a different suspect device. The field service representative (fsr) inspected the instrument and replaced the cuvette dryer tip assembly, which resolved the issued. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review for (B)(6) revealed no additional service tickets associated with discrepant/erratic magnesium patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity c did not identify any trends associated with the complaint issue. A review of tracking and trending for the cuvette dryer tip assembly did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity c processing module for serial (B)(6) or the cuvette dryer tip assembly were identified.

Event description:
The customer observed a falsely elevated magnesium result generated on the alinity c processing module for one sample. The following data was provided: sid (B)(6) initial result = 6.35 mmol/l, repeat on an architect = 0.86 mmol/l no impact to patient management was reported.